Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that there was a ¿hole in the hose.¿ the reporter was unaware of how the hole got in the hose. The event was not related to surgery. There were no injuries reported. There was no additional information provided.